Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced high blood glucose level 112mg/dl event on (B)(6) 2026. The patient treated with changing out infusion set and bolused other than insulin. The event lasted upto three to four hours. No further information available.